Event description:
Employee was cut on hand and wrist while reaching in to lift out baby. Cleansed wound and gave tetanus shot. Chrome material found to be lifting from crib side rail. Inspected all units and found one other rail flaking as well.